Manufacturer narrative:
The device is not available for evaluation. No conclusions can be made. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.

Event description:
International affiliate reports mobilization in arthrodesis just merged. An iliac screw, previously implanted, had to be removed because it lost its sealing. Surgical intervention was required and hospitalization was prolonged. No additional information is available at this time.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluaton. A follow up report will be filed upon receipt of the device and completion of the evaluation.